Event description:
The device was used during a partial lung resection procedure. Reportedly, the stapler did not form properly, the instrument broke and disengaged into the pt's cavity. The surgeon was able to remove the component and applied another device, resected the tissue at the application site, and completed the procedure. The hosp has reported the pt's condition is satisfactory.